Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood traces on the exterior of the catheter. The one-way valve was also returned separate from the iab. No physical damage noted. The evaluation confirms the presence of an occluded inner lumen as an "as analyzed" failures. However, we are unable to conclusively determine when this failure may have occurred. Therefore, its root cause is impossible to define. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint (B)(4).

Event description:
During the investigation of the returned intra-aortic balloon (iab) involved under mfg report number 2248146-2020-00484, an occluded inner lumen was found that was unrelated to the reported alarm, autofill failure & difficult/ unable to inflate failure mode. There was no patient involvement.

Manufacturer narrative:
The initial reporter named is a getinge employee whose contact details are: (B)(6)/ phone number - (B)(6) / e-mail address- (B)(6); which differs from that of the event site. Event site postal code: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
During the investigation of the returned intra-aortic balloon (iab) involved under mfg report number 2248146-2020-00484, an occluded inner lumen was found that was unrelated to the reported alarm, autofill failure & difficult/ unable to inflate failure mode. There was no patient involvement.